Manufacturer narrative:
Literature citation: garrigues et al. Fixation of the coronoid process in elbow fracture-dislocations. The journal of bone and joint surgery. 2011; 93: 1873-81. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by garrigues et al. Titled, "fixation of the coronoid process in elbow fracture-dislocations" it was reported that a retrospective review was performed and identified 40 patients treated for terrible triad injuries of the elbow with a minimum follow-op of 18 months. All patients were managed with a standard approach consisting of: repair or replacement of the radial head; repair of the lateral ulnar collateral ligament (lucl) of the elbow; and repair of the coronoid fracture with one of two techniques: group I (n = 28) consisted of the "lasso" technique and group ii (n = 12) consisted of open reduction and internal fixation (orif) with screws or suture anchors. If the radial head was excised, radial head arthroplasty was performed (in thirty elbows) with use of a modular prosthesis. Three patients underwent revision surgery due to oversized radial head prosthesis.